Event description:
Medtronic received information through literature review of: stampfl s, hartmann m, ringleb p.a., stent placement for flow restoration in acute ischemic stroke: a single-center experience with the solitaire stent system. Ajnr am j neuroradiol, aug 2011; 32:1245¿ 48. It was reported that 18 patients were treated with solitaire. There were no procedure related complications per article. Five out of the 18 patients were reported to have expired. Three of these patients expired from infarction. One of the deaths due to infarction was reported to have occurred 4 days after symptom onset and partial recanalization. One of the 5 deaths was from brain stem hemorrhage after successful recanalization. This patient was reported to have received tirofiban, IV (intravenous) and ia (intra-arterial) tpa (tissue plasminogen activator). The death was reported to have occurred 2 days after. One of the 5 deaths was reported to be from organ failure. CT (computed tomography) scan taken 1 hour after the procedure revealed a hemorrhage at lentiform nucleus. The patient had developed right sided infarction in the right mca (middle cerebral artery) and passed 1 month later. No other specific details were provided to what caused or contributed to the deaths. The information was received from the same article as MDR# 2029214-2015-00738

Manufacturer narrative:
The report was created to capture the deaths reported in the article: stampfl s, hartmann m, ringleb p.a., stent placement for flow restoration in acute ischemic stroke: a single-center experience with the solitaire stent system. Ajnr am j neuroradiol, aug 2011; 32:1245¿ 48. The devices involved in the event have not been returned for evaluation and correspondence regarding return of the devices have not been received. The lot history record review was not possible as the lot number was not reported. Reference (B)(4).